Event description:
A customer observed higher than expected vitros gent quality control results using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the higher than expected quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that higher than expected vitros gent quality control results were obtained from the vitros 5,1 fs chemistry system. An ocd field engineer replaced the secondary metering proboscis and made multiple metering alignment adjustments to return the instrument to expected operation. Following these actions, acceptable vitros gent performance was observed. The root cause of this event is instrument related.